Manufacturer narrative:
The insulin pump was received with no button response due to flattened button dome switch on act button. No button error alarms were noted. The pump had cracked battery tube threads and scratched lcd window.

Event description:
The customer's father reported via phone call of high blood glucose readings and a button error on the insulin pump. The customer's blood glucose reading was 500+ mg/dl. The customer treated with a manual injection. The father stated that the act button looked like it has collapsed. The customer stated that the alarm did not occur right after the pump was exposed to moisture. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.